Manufacturer narrative:
The authorized service personnel (asp) confirmed the problem. The (asp) replaced the power management (pm) board to address the reported issue.

Event description:
The customer reported that the device will not power on at all. The customer reported that the unit was not in use on patient. The customer contacted product support and reported disconnected all power then reconnected just ac power. Unit now powers on. Further information is pending.